Manufacturer narrative:
(B)(4).

Event description:
Hcp reported there was "an urgent situation where they need to replace a pump." Several attempts to follow-up with the hcp for additional information were made without success.